Event description:
The universal drill was sent for eval because it was running without user activation during a procedure. A replacement device was readily available and it was used to complete the procedure without any delay. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the internal components was identified as the probable cause of the run on reported.